Manufacturer narrative:
The insulin pump was received with a blank display due to moisture damage at the electronic assembly. The device was also received with moisture damage on the motor, keypad, battery tube, and vibrator assembly. Analysis was unable to verify the button error alarm due to a blank display. The unit had a cracked case at the display window corner, a minor scratched lcd window, a scratched reservoir tube window, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm and that the device was exposed to moisture. The customer's blood glucose level was 215 mg/dl. The customer's device was replaced and agreed to return the product with the problem.